Event description:
It was reported that removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. An opticross hd imaging catheter was selected for use. During a percutaneous coronary intervention, it was noted that the distal tip of the catheter was kinked. Moreover, it seemed that resistance occurred on the movement of the catheter on the guidewire that resulted in removal difficulty. The physician was able to remove the device after continued efforts. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. An opticross hd imaging catheter was selected for use. During a percutaneous coronary intervention, it was noted that the distal tip of the catheter was kinked. Moreover, it seemed that resistance occurred on the movement of the catheter on the guidewire that resulted in removal difficulty. The physician was able to remove the device after continued efforts. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed kink in the telescope assembly form femoral marker to the proximal end and a kink in the imaging window assembly from femoral marker to distal end. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was not able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.